Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) female patient who was receiving prialt 25mcg/ml at 2.5 mcg/day via an implantable pump for non-malignant pain. On an unknown date, the patient experienced an infection at the catheter site. It was unknown what led to the event or if diagnostics/troubleshooting was performed. On (B)(6) 2015, the whole device system was explanted. A culture was obtained at the time of explant, but the results were not reported. They were unable to obtain the patient's status and it was unknown if the event resolved. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the catheter found a catheter body kink.